Event description:
New information received states the lead was explanted and replaced. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient after receiving a single hv therapy, interrogation revealed two vf episodes with aborted therapies. Lead noise was confirmed from the signal of the vf episodes. Tachycardia therapy was disabled. The patient was fitted with a life vest before discharge. Lead extraction was scheduled. No further information is available.